Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited noise which caused inappropriate mode switch episodes. The noise could be reproduced with palm presses. All electrical values were normal. The device was reprogrammed. The patient would be monitored